Event description:
It was reported that shaft break occurred. A 15mm x 3.75mm nc quantum apex¿ balloon catheter was advanced into a non-bsc guide catheter however resistance was encountered. The physician pulled the system out of the body. As the device came out from the tuohy, it was noticed that the shaft break almost at the shaft bond to the balloon. The device was completely removed out of the body together with the entire non bsc guide catheter and it was flushed out. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable and fine.

Manufacturer narrative:
Event date: corrected from (B)(6) 2015. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the hub. The balloon was tightly folded. The hypotube shaft was completely separated 63cm from the hub. The fractured face was oval as if kinked prior to separation. There was a 6cm segment of the distal end of the balloon which included the balloon, distal tip and markerbands. The middle portion of the device was not returned for analysis. The separated end of the distal shaft appeared to be a clean cut as if the shaft was cut. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported via user facility medwatch (B)(4) that the 15mm x 3.75mm nc quantum apex¿ balloon catheter broke inside the guide catheter while inside the patient's body. The guide catheter was removed together with the broken balloon catheter.

Manufacturer narrative:
(B)(4).